Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip completely broken off and the test reservoir will not lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would not stay in the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a broken plastic on the top of the reservoir compartment. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.